Event description:
Appears to be intermittently under sensing on atrial lead during the atrial arrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).